Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the vortexer, stabilized part number 7-76656-04 and 100ul buffer pump part number 7-96343-02. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely depressed hs troponin result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 0.8, repeat 324 pg/ml. There was no impact to patient management reported.